Manufacturer narrative:
D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a thermocool smarttouch sf catheter and an irrigation issue during use on the patient issue occurred. Catheter could not be irrigated during ablation. Generator gave the error and did not allow the ablation. No ablation occurred. Tried flushing outside the patient and no flushing possible. Changed the catheter and the issue solved. The procedure was delayed 10 minutes. No patient consequence reported. Additional information was received. The catheter was the suspected device for the reported irrigation issue. According to the physician, irrigation was established before inserting the catheter into the patient. Does not remember the error on the pump. Thought it was something like ¿no irrigation¿¿. The correct catheter settings selected on the generator. With the start of the ablation, the issue occurred but the generator stopped the ablation process within a second. There was no impedance issue. Does not recall if there was a temperature issue. To try and resolve the irrigation issue, they removed the catheter from the patient and tried to flush the catheter which did not work. They also double-checked all tubing connections but could not find a mistake. After, they changed the catheter.

Manufacturer narrative:
It was reported that a patient underwent a cardiac ablation procedure with a thermocool smarttouch sf catheter and an irrigation issue during use on the patient occurred. The device was returned to johnson & johnson medtech (j&j medtech) for evaluation on 27-nov-2024. Visual inspection and irrigation test of the returned device were performed following j&j medtech procedures. Visual analysis revealed no damage or anomalies on the device. An irrigation test was performed, and the catheter failed the test since the irrigation tube was found bent inside the tip area. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The irrigation issue reported by the customer was confirmed. The bend could be related to the manipulation of the device during the procedure; however, this could not be conclusively determined. The instructions for use contain the following recommendations: flush the catheter with heparinized saline prior to insertion into the body. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through j&j medtech's quality system. Section d4, d9, h3 and h4 were updated. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. No: (B)(4).